Event description:
The physician was using a px400j catheter and tracked the device without any issue. The first coil was delivered and was partially withdrawn into the catheter for repositioning because the physician did not find the initial positon to be satisfactory. No friction was reported. The coil then prematurely detached with half of the coil in the catheter. The coil was removed by pulling it out with the catheter. There was no coil migration and no clinical complications.

Manufacturer narrative:
Conclusion: the device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Device investigation: results: the coil is not attached to the pusher assembly. The coil measures approximately 23 cm in length. There are multiple coil offsets along the length of the coil. The proximal constraint ball is not attached to the end of the coil. The proximal constraint ball is still lodged inside the distal detachment tip (ddt) of the pusher assembly. The stretch resistant (sr) member is broken at the distal surface of the proximal constraint ball. The pull wire is in place in the ddt and the pet lock at the proximal end of the pusher is intact. These observations are not consistent with a properly deployed coil. The coil is non-functional. Conclusion: the unintended detachment mentioned in the complaint is confirmed. The cause appears to be the breakage of the sr member at the proximal constraint ball. The proximal ball is still present in the ddt and the pull wire is in the alignment feature which is consistent with an undetached coil. Based on the description of the case and the observations made during the device investigation, it is likely that during coil manipulation and repositioning, the coil became damaged and the loops offset catching the coil on the catheter and causing excess tensile force placed on the coil, leading to the break in the sr member and unintentional detachment of the coil.